Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap) versus biventricular pacing (bivp) for cardiac resynchronization therapy (crt). The authors described one patient death related to the implant procedure in the lbbap group; however, the cause of death was unknown. There were patients in both groups who experienced new onset atrial fibrillation (af), sustained ventricular arrhythmias, heart failure hospitalizations, pocket hematoma, and pneumothorax. In the lbbap group, there was one patient who experienced stroke, and leads which exhibited threshold elevations or loss of capture which required reoperations. In the bivp group, there were patients who experienced diaphragmatic or phrenic nerve stimulation, dissection of the coronary sinus, pericardial effusion, and infections which required reoperations, and leads which exhibited rises in thresholds or dislodgements which also required reoperations. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/73 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: left bundle branch area pacing vs. Biventricular pacing for cardiac resynchronization: propensity score analysis. Journal of arrhythmia. 2026. 42:e70359. Doi: 10.1002/joa3.70359 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.